Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system was leaking around the hydro compartment. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a small collection of fluid on the reaction wheel cover under the wash collar for reagent probe a. The fse observed fluid was leaking out of the wash collars of reagent probe a and b. The fse replaced the a/b reagent valve assembly.

Manufacturer narrative:
(B)(4).